Manufacturer narrative:
Concomitant medical products: 4549 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an alert for high right ventricular (rv) lead impedance. The lead remains in use and no patient complications have been reported as a result of this event.